Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse found that the instrument may have been contaminated. The cse decontaminated the direct plumbing lines and acid and base reagents. The cse calibrated (B)(6) and ran quality control (qc), and the results were in range. The cause of the discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on five patient samples on a advia centaur xp instrument. All five samples were repeated on same instrument after service, and recovered lower ((B)(6)). The discordant results were not reported to the physician(s). The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.